Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024 the patient faced issue with infusion set cannula. Patient reported infusion set cannula was bent. No further information available.